Manufacturer narrative:
The clinic confirmed it's an isolated incident in their practice and the device works with no issues. Inmode did not receive the clinical form with all the relevant clinical information. The information about the treatment was provided in an inconsistent way (several versions of the treatment settings provided). Patient's medical background is unknown. It seems that the patient initially had a prolonged inflammatory reaction, that could be triggered by intrinsic factors and/or reaction to the numbing cream with high percentage of anesthetics. It's unknown when the clinic started treating the patient with hydroquinone and for how long, which could have also contributed to the reported adverse events. Post-treatment exposure to sun cannot be excluded. Combination of various intrinsic and extrinsic factors seem to have contributed to the reported aes. However, due to inconsistency of information and its partial nature, inmode cannot unequivocally establish the root-cause.

Event description:
A female patient presenting with pih/pie replicating morpheus8 needle insertion sites on face and upper neck. 8 months post treatment.